Manufacturer narrative:
The reported event of difficult stylet insertion and helix mechanism issue were confirmed. Final analysis found the lead was returned with the helix clogged with blood and the inner coil was over-torqued. After cleaning, the helix extended and retracted normally within specification. A stylet insertion test could not be performed due to the over-torqued inner coil consistent with procedural damage. The lead was otherwise normal; no anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09401, related manufacturer reference number: 2017865-2021-09403. It was reported that patient presented for a routine lead implant procedure. During the procedure, the pacemaker lead exhibited stylet insertion difficulty and failure to extend the helix. After failure to fixate the first lead, the physician attempted lead placement two more times with two different leads. All three leads exhibited the same anomalies. The physician was able to eventually implant a new lead successfully. The patient was in stable condition.